Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) greater than 400 mg/dl with unspecified ketones, shortness of breath, nausea, and vomiting; diagnosed with diabetic ketoacidosis (dka) and then transferred to the hospital. Treatment included IV fluids and insulin injections. Patient remains hospitalized and unable to troubleshoot pump. This complaint is being reported as the patient experienced dka and the pump could not be ruled out as a cause or contributor.